Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with complaints of weakness and was found to be anemic (hemoglobin and hematocrit of 7.8/26.2). International normalized ratio was 1.0 on admission and was not taking aspirin. The patient received 1 unit of blood. The patient underwent a esophagogastroduodenoscopy/colonoscopy on (B)(6) 2021 which showed bleeding in the proximal ascending color. Epinephrine was injected and the bleeding site was clipped successfully. The patient was discharged on (B)(6) 2021 with no plans to restart coumadin.